Event description:
It was reported "charging port "broke", difficult to charge pump". There was no reported adverse impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue.